Event description:
It was reported that, during unknown procedure, after using the device, the device could not be removed from the handpiece. Harhpgr was used. It happened after the procedure, so there was no replacement of the device. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/25/2024. D4 batch #: x96045. Additional information was obtained: the hand piece was confirmed undetachable from the instrument (har23) due to the damage on nosecone. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the harhpgr handpiece was received attached to a har23 device. In addition, the nose cone was noted cracked. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The device was not disassembled as the requested non-destructive testing. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch x96045, and no non-conformances were identified.